Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The devise also was received with cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, and minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an alarm during the manual prime. Customer's current blood glucose reading is 218 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.